Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea') in an adult female patient who had essure (ess205) (batch no. 623315) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test." And medical device monitoring error "essure insertion and ablation were performed on the same day". The patient's medical history included urinary frequency, multigravida and parity 3. Concurrent conditions included abdominal pain, urinary tract infection, type 2 diabetes mellitus, blood test abnormal, pyelonephritis, ovarian cyst, pneumonia, chills, difficulty breathing, cough, wheezing, acute bronchitis, toe injury, diabetic neuropathy, fatigue, flank pain, nausea, dysuria, low back pain, vomiting, dysmenorrhea, uterine fibroid, dysfunctional uterine bleeding, adenomyosis and menometrorrhagia. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), heavy menstrual bleeding ("menorrhagia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("urinary tract infection"), migraine ("migraines"), headache ("headaches") and rash ("rash or skin condition"). The patient was treated with surgery (total laparoscopic abdominal hysterectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the dysmenorrhoea, vaginal haemorrhage, heavy menstrual bleeding, dyspareunia, urinary tract infection, migraine, headache and rash outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, headache, heavy menstrual bleeding, migraine, rash, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). The reporter commented: insertion date: (B)(6) 2007(discrepancy noted) diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on an unknown date: no drainable fluid collections or localized inflammatory change. Appendix is normal. Left adnexal simple appearing cystic lesion is most consistent with a left ovarian cyst.. Lot number: 623315 manufacture date: 2007-02 expiration date: 2009-01 concerning the injuries reported in this case, the following ones were described in patients medical record confirming: menorrhagia, dysmenorrhea, headache. Most recent follow-up information incorporated above includes: on 1-may-2021: mr received, event added: essure insertion and ablation were performed on the same day. Reporters information, rcc and medical history were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea') in an adult female patient who had essure (ess205) (batch no. 623315) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test." And medical device monitoring error "essure insertion and ablation were performed on the same day". The patient's medical history included urinary frequency, multigravida and parity 3. Concurrent conditions included abdominal pain, urinary tract infection, type 2 diabetes mellitus, blood test abnormal, pyelonephritis, ovarian cyst, pneumonia, chills, difficulty breathing, cough, wheezing, acute bronchitis, toe injury, diabetic neuropathy, fatigue, flank pain, nausea, dysuria, low back pain, vomiting, dysmenorrhea, uterine fibroid, dysfunctional uterine bleeding, adenomyosis and menometrorrhagia. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), heavy menstrual bleeding ("menorrhagia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("urinary tract infection"), migraine ("migraines"), headache ("headaches") and rash ("rash or skin condition"). The patient was treated with surgery (total laparoscopic abdominal hysterectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the dysmenorrhoea, vaginal haemorrhage, heavy menstrual bleeding, dyspareunia, urinary tract infection, migraine, headache and rash outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, headache, heavy menstrual bleeding, migraine, rash, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). The reporter commented: insertion date: (B)(6) 2007 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on an unknown date: no drainable fluid collections or localized inflammatory change. Appendix is normal. Left adnexal simple appearing cystic lesion is most consistent with a left ovarian cyst. Lot number: 623315 manufacture date: 2007-02 expiration date: 2009-01. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: menorrhagia, dysmenorrhea, headache. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 20-may-2021: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea') in an adult female patient who had essure (ess205) (batch no. 623315) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test.". On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("urinary tract infection"), migraine ("migraines"), headache ("headaches") and rash ("rash or skin condition"). The patient was treated with surgery ((B)(6) 2015, supracervical hysterectomy (uterus only) - hysterectomy). Essure (ess205) was removed in (B)(6) 2015. At the time of the report, the dysmenorrhoea, vaginal haemorrhage, menorrhagia, dyspareunia, urinary tract infection, migraine, headache and rash outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, rash, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). Lot number: 623315 manufacture date: 2007-02 expiration date: 2009-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of product technical compliant. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea') in an adult female patient who had essure (ess205) (batch no. 623315) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test." On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("urinary tract infection"), migraine ("migraines"), headache ("headaches") and rash ("rash or skin condition"). The patient was treated with surgery ((B)(6) 2015, supracervical hysterectomy (uterus only) - hysterectomy). Essure (ess205) was removed in (B)(6) 2015. At the time of the report, the dysmenorrhoea, vaginal haemorrhage, menorrhagia, dyspareunia, urinary tract infection, migraine, headache and rash outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, rash, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received:case became incident. Event injury nos deleted and event dysmenorrhea, vaginal bleeding, menorrhagia, dyspareunia, urinary tract infection, migraines, headaches, rash, plaintiff did not undergo confirmation test were added. Product stop date added. Patient date of birth added. Product lot number added. Reporter added: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.